Manufacturer narrative:
H3: product analysis of the implantable neurostimulator (ins) indicated that the device passed functional testing. Analysis of the lead (B)(6) identified that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead (B)(6) identified that there was a breach due to environmental stress crack (esc) on the outer insulation of the body of the lead. Continuation of d10: product ID: 4351-35, serial# (B)(6), implanted: (B)(6) 2014. Explanted: (B)(6) 2023, and product type: lead. Product ID: 4351-35, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2023, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product(s): product ID 4351-35, serial# (B)(4), implanted: on (B)(6) 2014, explanted: (B)(6) 2023, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2023, product type lead. Device information references the main component of the system. Other relevant device(s) are: product ID: 4351-35, serial #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(4); product ID: 4351-35, serial #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient that was implanted with an implantable enterra therapy system for gastric electrical stimulation. It was reported that the patient presented to their surgeon as they were experiencing pain/shocking. Troubleshooting was performed. They interrogated the device and troubleshooted for a good impedance and setting within the algorithm. Both were in proper range. So, they turned off each lead one at a time. When they had lead #3 on but lead #2 off that's when the patient's pain/shocking subsided. After explanting the device there is visible corrosion on lead #3 but lead #2 surprisingly looked okay. The cause is unknown. The issue was resolved after the entire system was removed and replaced with a new battery and two leads.